Event description:
Walker leg broke while the pt was at their home. The pt fell, resulting in injury to their hip, shoulder and forearm. Pt did not go to the hospital at that time, but five days later had x-rays taken at their doctor's office. Pt returned home.